Event description:
It was reported by the patient that patient had a laparoscopy with removal of an endometrioma, fulguration of enometriosis and an appendectomy in 2002. The performing physician informed them prior to the surgery that he felt that the use of intergel adhesion prevention solution was advisable. The patient stated that one week after the surgery patient began to experience severe abdominal pain. Patient spoke to the physician who advised a liquid diet. Patient also had not moved their bowels. The physician thought that perhaps patient would feel better after patient had a bowel movement. Patient did eventually move their bowels but the pain persisted. A few days later their temperature spiked to 103f. Patient was seen in the emergency room where their temperature was recorded as 102f. Their white blood count was 13,000. Their sed. Rate was 66. According to the patient, a CT scan showed a fluid collection in the lower pelvis and inflammation of the sigmoid colon. The emergency room physician suggested that their symptoms may be related to gynecare intergel. The patient remained in the hospital on antibiotics for 5 days. Patient was sent home on antibiotics. Their fever continued to spike in the afternoon. Patient saw an internist who switched their antibiotics to metranidazole and ciprofloxin. At the time of telephone call, the patient was feeling much better. Additional information provided in 2004 noted that in 2002 the patient underwent abdominal surgery and gynercare intergel was spread throughout their abdomen. The patient "suffered and continues to suffer severe injuries."

Event description:
It was reported by the pt that she had a laparoscopy with removal of an endometrioma, fulguration of endometriosis and an appendectomy on 8/9/2002. The performing physician informed her prior to the surgery that he felt that the use of intergel adhesion prevention solution was advisable. The pt stated that one week after the surgery she began to experience severe abdominal pain. She spoke to the physician who advised a liquid diet. She also told him that she had not moved her bowels. The physician thought that perhaps she would feel better after she had a bowel movement. She did eventually move her bowels but the pain persisted. A few days later her temperature spiked to 103f. She was seen in the emergency room where her temperature was recorded as 102f. Her white blood count was 13,000. Her sed. Rate was 66. According to the pt, a CT scan showed a fluid collection in the lower pelives and inflammation of the sigmoid colon. The emergency room physician suggested that the symptoms may be related to gynecare integel. The pt remained in the hosp on antitiotics for 5 days. She was sent home on antibiotics. Her fever continued to spike in the afternoon. She saw an internist who switched her antibiotics to metranidazole and ciprofloxin. At the time of telephone call, the pt stated she was feeling much better. Additional info provided on 11/2/2004 noted that on 8/2/2002, the pt underwent abdominal surgery and gynecare intergel was spread throughout her abdomen. The pt "suffered and continues to suffer severe injuries." Update: additional info provided 9/2005 noted that according to the pt, the following is alleged to have occurred: last had complaint 8/2002 -- swelling, fever, infection, adhesions, and bleeding, and nausea, headache, constipation, difficulty urinating, and gas. Ongoing -- excessive pain and bowel dysfunction.